Manufacturer narrative:
The pump was received with scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir compartment. The customer's blood glucose level was reported to be 201.6mg/dl. It was reported that the pump would be replaced and returned for analysis. The pump was received with scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.